Event description:
Middle aged female with recent abdominal pain. Procedure: laparotomy, small bowel resection. The first stapler was said to have jammed with the load stuck in it. The second stapler did not fire any staples. No injury to the patient. A third stapler was opened, and procedure completed without complication. Manufacturer response for staple, implantable, gia (per site reporter). Will obtain.